Manufacturer narrative:
This complaint will be updated when investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised for the following complications: growing pain and trunnionious.